Event description:
It was reported that the 9800 system collimator closed completely down and the image became inverted without command. No adverse patient involvement was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The high voltage cable was replaced as a preventative measure. The system was tested and found to be working as intended and placed back into service.